Event description:
It was reported from (B)(6) that the power drive device did not provide ¿power¿ to the device. According to the report, the device was making a rattling noise. It was further reported that the internal part was lose. There were no delays in the surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had liquid, malfunctioned and appeared washed. Therefore, the reported condition was confirmed. It was further determined that the device had no function, liquid residue in the module, dropped c50 and liquid damage. The assignable root cause was determined to be due to improper/faulty handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.